Event description:
Hcp reported "replacement due to rupture of prosthesis for left side." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: ¿ red particles on the surface of the shell. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: device with lot number 1779718 and catalog number 110-240. ¿ rupture: no observed opening due to the condition of the photo.

Event description:
Hcp reported "replacement due to rupture of prosthesis for left side." Device has been explanted.